Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was poking out of the pocket resulting in discomfort and pain to this patient. This patient underwent a revision procedure in which this s-ICD was repositioned. This s-ICD remains in service. No additional adverse patient effects were reported.